Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis this is 1 of 5 allegations of unspecified malfunction. The patient reported 5 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4).

Event description:
It was reported that an unspecified malfunction occurred. Date of event is an approximation. The patient experienced an adverse event which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). This is 1 of 5 allegations of unspecified malfunction to capture one of the experienced dkas. The patient reported that prior to her diabetic ketoacidosis (dka) last march of 2024 she already experienced dka three times before. However, she couldn´t remember the detailed information about these events. At the time of the report the patient was well. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.